Event description:
The following report was received from the affiliate: during a coronary intervention the guiding catheter (zuma2) was engaged to the target vessel and a guide wire (runthrough) crossed the target lesion. Then pre-dilation with a (2.5x15mm maverick balloon) was conducted. A 2.5x18mm cypher des was being delivered to the target vessel, but the physician felt friction within the guiding catheter. However, the physician continued to advance the device and the friction increased while the cypher was passing through the guiding catheter at around the brachial area. Therefore, the physician proceeded to retrieve the device from the patient. During the attempt, the stent became caught with the y-connector and dislodged. The physician decided to retrieve the entire system with y-connector and the stent was collected. The procedure was finished successfully. There was no reported patient injury. The physician's comment: ivus was conducted and the balloon crossed the lesion without any issue. And so there was possibility that the stent was initially flared.

Manufacturer narrative:
The target lesion was the left posterolateral. The lesion was a de novo and the target vessel was 95 percent occluded and moderately calcified. Please note: device (lot# i1104204) is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.